Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure, a faradrive steerable sheath clear was selected use. After inserting the farawave catheter was inserted into the faradrive steerable sheath clear, aspiration was performed and air was noted in the syringe. The procedure was successfully completed with a different faradrive steerable sheath clear. No patient complication was reported. The sheath has been received at boston scientific's post market laboratory. It was further reported no abnormalities were noted during preparation of the faradrive steerable sheath clear. No air was observed in the patient. No sheath leak was noted.

Manufacturer narrative:
Analysis of the returned sheath found both valves torn by the center slit on the inner face which compromised the valves ability to seal pressure and fluid within the sheath. These defects resulted in air ingress and pressure/fluid leakage, confirming this failure as the root cause of the associated allegation. Inspection of the hemostatic valves found the components deformed and caused by prolonged insertion of the dilator. The complaint summary did not provide information on the condition of the returned sheath or its native dilator, suggesting that the dilator must have been inserted during storage or transportation.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure, a faradrive steerable sheath clear was selected use. After inserting the farawave catheter was inserted into the faradrive steerable sheath clear, aspiration was performed and air was noted in the syringe. The procedure was successfully completed with a different faradrive steerable sheath clear. No patient complication was reported. The device is expected to be return for analysis.

Manufacturer narrative:
B5 describe event or problem - updated. D9 device avail for eval, returned to manufacture date - updated. H6 evaluation method code, evaluation result codes, evaluation conclusion codes - updated. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulmonary vein isolation (pvi) procedure, a faradrive steerable sheath clear was selected use. After inserting the farawave catheter was inserted into the faradrive steerable sheath clear, aspiration was performed and air was noted in the syringe. The procedure was successfully completed with a different faradrive steerable sheath clear. No patient complication was reported. The sheath has been received at boston scientific's post market laboratory where it is awaiting analysis it was further reported no abnormalities were noted during preparation of the faradrive steerable sheath clear. No air was observed in the patient. No sheath leak was noted.